Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner.

Event description:
Customer reports to have high blood glucose of 454 mg/dl, which was treated with a bolus delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reports to have changed infusion site and did not contact healthcare professional for high blood glucose. Alarm history showed no delivery alarms and auto shut off. After troubleshooting, customer was advised that insulin pump could be replaced if he did not feel comfortable with pump. No further information provided.